Manufacturer narrative:
Other text: b3. Date of event is unknown. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found a bent latch lock. No evidence of the customer reported issue was found in the event history log. Three accuracy tests were done during the functional testing, but the customer reported issue was unable to be duplicated. The reported problem was likely caused by a bad expulsor. The expulsor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device "volumetric accuracy test failed by minus 11.87 percent". No patient injury/involvement reported.